Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead recorded short interval counts (sic). The lead was tested in the clinic and showed no signed of an integrity issue, nor could oversensing be reproduced. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.